Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were stretched out and raised up. The tip was damaged (the edges were jagged like). This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary stenting treatment procedure, a stent was unable to cross an isr stent. Vascular access was obtained via the femoral artery. The in-stent restenosis (isr) 80% stenosed target lesion was located in the 2.5 x 15mm mildly calcified and non tortuous concentric proximal obtuse marginal artery. The lesion was pre dilated with a 3.0 x 10mm maverick balloon and was 60% stenosed post dilation. The 2.25 x 16mm promus element mr stent delivery system was advanced through a 3.5mm 6f non bsc guide catheter, and over a .014mm non bsc guide wire, but was unable to cross a 2.75 x 24mm bare metal non-bsc stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.